Event description:
It was reported that this pacemaker declared a red alert and entered into safety mode. The patient is pacer dependent and a change out was recommended. The device was also requested to be returned for analysis. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Correction of the h10: additional MFR narrative-field. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The root cause analysis is ongoing. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker declared a red alert and entered into safety mode. The patient is pacer dependent and a change out was recommended. The device was also requested to be returned for analysis. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The root cause analysis is ongoing. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker declared a red alert and entered into safety mode. The patient is pacer dependent and a change out was recommended. The device was also requested to be returned for analysis. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.